Manufacturer narrative:
The customer¿s reported problem was confirmed.

Event description:
It was reported that the door sear of the device was allegedly observed to be broken. There was no patient involvement.